Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for chronic low back pain. Information was reported that the caller was told by the patient that their spinal cord stimulator (scs) hasn't been working for the past year. The caller is unsure if this is due to the ins reaching end of service (eos) or not. The caller is unsure when the ins stopped working. No further complications were reported. No patient symptoms were reported.